Manufacturer narrative:
Title: major modifications to minimize thoracic esophago-gastric leak and eradicate esophageal stricture after ivor lewis esophagectomy source: j surg oncol. 2021;124:529¿539 accepted: 19 may 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed 2010 to 2021, postoperative to ivor lewis esophagectomy with a modified esophagogastric anastomosis, one patient had a leak and died of long term complications. Leak was treated with an esophageal stent and endoscopic jejunostomy. After a year, the said patient developed a bronchial esophageal fistula. The patient underwent surgical reconstruction and died on postoperative day 10. Article: brian housman md / dong-seok lee md / andrea wolf md / daniel nicastri md / andrew kaufman md / nabil rizk md / arno housman md / kimberly song md / ardeshir hakami md / raja m. Flores md.